Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during inflation, balloon leak and pinhole was noted.

Event description:
It was reported that balloon rupture occurred. A 1.20mm x 8mm emerge¿ balloon catheter was advanced for dilation. However, on the first inflation, the balloon was inflated at 12 atmospheres and it was noted that the balloon did not inflate. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.